Event description:
A customer contacted beckman coulter, inc.(bci) in regards to erroneously elevated ckmb results, above the normal reference range, generated by unicel dxi 600 access immunoassay system for two samples from one patient. The results were reported out of the laboratory and questioned by the physician. Repeat testing produced results within the normal reference range for both samples. There was no report of death, injury, or change to patient treatment in connection with this event.

Manufacturer narrative:
The samples were collected in lithium heparin tube with gel barriers, and were centrifuged for 6 minutes at 4600 rpm. The samples were aliquoted and re-centrifuged prior to repeat testing. The customer noted artifacts in the plasma and gunk on the sides of the tubes after centrifugation. Qc was within the established ranges. The customer performed a precision check after the erroneous results and the results met the specifications. Service was not dispatched for this event. The erroneous results were isolated to one patient. Presence of debris in the samples is the likely root cause for this event.